Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.4., d.6., d.7., h.6. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported ¿complete loss of voice, extreme burning sore throat, eye problems, gait disorders, fog in the head, allergy problems, constant burning, and chest itching.¿ also ¿micro focal foreign material matching a leak." Physician confirmed rupture and capsular contracture unknown baker grade. Related to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: ¿micro focal foreign material matching a leak."

Event description:
Patient reported left side "micro focal foreign material matching a leak" and the non-device related events of "complete loss of voice, extreme burning sore throat, eye problems, gait disorders, fog in the head, allergy problems, constant burning, and chest itching.¿ the device remains implanted.